Event description:
It was reported that post-op a laparoscopic sigmoidectomy + regional lymph node dissection + descending colorectal anastomosis procedure, there was anastomotic leakage. The patient was discharged on (B)(6) 2023 after surgery and was admitted to hospital on (B)(6) 2023 due to urinary tract infection. Found the patient with anastomotic leakage. The patient was given anti-infective treatment after admission, and was discharged on (B)(6) 2023. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: was the rubber gripping surface of the device grey or blue? Unknown. What were the indications for surgery? Sigmoid colon cancer. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? What purse string technique was utilized? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? 5 days. How was the leak identified? CT inspection. What was observed at the site of the leak upon reoperation? A slight water density shadow on the left side of pelvic cavity how was the leak addressed? Unknown. What is the current status of the patient? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.